Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one of the instrument's grip close cable to be broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The broken cable segment measured approximately .373 and was found to be sticking out at the wrist of the instrument. The cable may have broken under tensile loading. The other cables at the wrist were not damaged. The cable wear on pulleys combined with the high grasping force and a large fleet angle between proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, customer noted broken cables were showing on the mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.